Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl) while wearing the pod between 1 and 4 hours. When removed, the patient saw that the pink slide did not move forward and that the cannula was not visible, indicating it did not deploy at pod activation. No specific treatment information was provided. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.